Manufacturer narrative:
The instrument was evaluated by a beckman coulter field service engineer (fse) and a leak was confirmed. The fse found the cuvette wash station overflowed due to an obstructed wash/vacuum probe #2. The probe was replaced to correct the problem. (B)(4).

Event description:
Hotline support observed that a customer's instrument generated "10 cuvettes have failed water blank" events twice in an 8 hour period on their unicel® dxc 600i instrument. The customer was contacted and acknowledged they were aware of the error and also informed hotline support that they had a "reaction wheel temperature out of range" error. While troubleshooting the issue, the customer found liquid under the reaction wheel and no broken cuvettes. The leak was contained to the instrument. No erroneous results were generated.